Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device the edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The device was not returned, as it remains implanted in the patient; however, there was no allegation or indication a device malfunction contributed to this adverse event. In this case, it was reported that patient factors (e.g. Obliterated sov, lca ostium height of 8.2mm) may have caused or contributed to the coronary occlusion. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, obstruction at left coronary artery (lca) was observed post deployment of a 23mm sapien 3 valve and percutaneous coronary intervention (pci) was performed. After balloon valvuloplasty (bav) was performed with 18mm balloon, angiography (aog) described the lca flow normally. A 23 mm sapien 3 valve was deployed in 90:10 aortic/ventricular (a/v) position with nominal volume. Post valve deployment, aog revealed that the sapien 3 valve was ¿indwelling¿ in the sinus of valsalva (sov). Although lca flow was confirmed to the peripheral side, tee showed acceleration flow at the lca ostium. The decision was made to perform percutaneous coronary intervention (pci). After intravascular ultrasound (ivus) confirmed the reference diameter, a coronary stent was placed. Post-dilation with 5.0×12mm was performed. Blood flow was restored and there was no problem with the movement of the valve leaflet of the sapien 3 and procedure was completed. Per report, annulus diameter measured 19.0mm with mild valvular calcification by tee and annular area measured 348 mm2. The lca height was 8.2 mm and the sov diameter was 25.6 x 25.2 x 24.8 mm and sov obliteration was reported. The physician commented that the sov was small for the sapien 3 valve and there was discussion regarding which valve size would be appropriate to select (20 mm or 23 mm), but since the annular area measured 370 mm2 by tee it was decided to use the 23 mm sapien 3 valve.